Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020 a johnson and johnson sales representative reported an eye care provider (ecp) in japan advised a patient (pt) experienced od redness while wearing the 1-day acuvue® trueye® brand contact lenses (cls). On (B)(6) 2020 a call was placed to the ecp¿s office and a representative reported the pt developed ¿corneal epithelium disorder.¿ the call was switched to the pt who provided additional information. The pt reported severe od pain while inserting the suspect cls. The pt experienced difficulty removing the suspect od lens. After removal, the od lens was found ¿cloudy in white¿ and the pt developed od redness. On (B)(6) 2020, the pt presented to an ecp who diagnosed ¿corneal epithelium disorder.¿ the ecp advised the pt to discontinue cls wear and prescribed tosuflo eye drops (tosufloxacin tosilate hydrate), sodium hyaluronate eye drops, and tarvid eye ointment 0.3%. The treatment frequency of the medication was not provided. A return ecp visit was scheduled for (B)(6) 2020. On (B)(6) 2020 a call was placed to the pt and additional information was provided. The pt returned to the ecp on (B)(6) 2020 and advised the od was slightly better, but ¿symptoms¿ remain. The pt was instructed to continue no contact lens wear. A return ecp visit is scheduled for (B)(6) 2020. On (B)(6) 2020 a call was placed to the pts ecp who provided additional medical information. Diagnosis: corneal erosion od; focal site: almost all over the cornea; infection: no; va: not examined; an eye exam is planned at the next visit; ecp visit dates: (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. On (B)(6) 2020 the pt was prescribed hyalaine eye drops 6 times a day, tosuflo eye drops (tosufloxacin tosilate hydrate) and tarivid eye ointment once at bedtime. On (B)(6) 2020 follow-up (fu) visit: the pt was advised to discontinue hyalaine and tosuflo eye drops. The pt was prescribed tarvid eye ointment qid. On (B)(6) 2020 fu visit: the tarvid eye ointment was discontinued. The pt was advised to resume hyalaine eye drops. The pt is scheduled to return on (B)(6) 2020. The ecp advised the od is almost healed. No additional medical information was provided. On (B)(6) 2020 a call was placed to the pt who reported the ¿cornea is getting back to normal, but not the eyesight.¿ the pt reports an ecp fu visit was scheduled for (B)(6) 2020. On (B)(6) 2020 a call was placed to the pts treating ecp for a medical interview. Corrected va: 0.3 od; the pt was prescribed hyalein ophthalmic solution (purified sodium hyaluronate) 4-6 times/day and diquas ophthalmic solution (diquafosol sodium) 4-6 times/day. Outcome: recovered. The pt was instructed to return for a fu visit on (B)(6) 2020 as the ecp will check the od va and ¿dry eye ou¿. Contact lens wear was discontinued. On (B)(6) 2020 medical receipts were received from the pt. Date of receipt: (B)(6) 2020: consultation; medication (not provided); slit lamp exam, anterior segment. Pharmacy receipt: (B)(6) 2020 for tarivid eye ointment 0.3% 3.5g once at bedtime od, sodium hyaluronate ophthalmic solution 0.3% 5ml 1 bottle 6 times a day od and tosuflo eye drops 0.3% 5 ml (tosufloxacin tosilate hydrate) qid od. On (B)(6) 2020 a call was placed to the pt who is currently wearing eyeglasses and feels difficult to see. Pt will continue using eye drops. Pt will not return to cls wear as pt thinks the event will not be cured. On (B)(6) 2020 the pt returned to the ecp and advised the od was getting better, but not yet healed. On (B)(6) 2020 a call was placed to the ecps office and a representative provided additional information. On (B)(6) 2020 fu visit: corrected va: 0.9 od; the pt was instructed to return for fu, but the date was unknown. It is planned that the pt will return for fu visit when the diquas eye drops prescribed (B)(6) 2020 were completed. The pt was prescribed eyeglasses. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4977590103 was produced under normal conditions. One lens was received in an open blister package. The parameters of the open lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. The microscopic visual exam revealed a surface tear and a surface mark. If any further relevant information is received, a supplemental report will be filed.